Manufacturer narrative:
Sc-1160 sn: (B)(6). The returned ipg was analyzed and revealed that the ipg header was damaged during the explant procedure due to the lead in port c being stuck. After the connector block and the debris in port a was removed, the ipg passed the functional test, and it exhibited normal characteristics. However, an analysis of the data log revealed that there were charging issues due to the charger thermistor being triggered multiple times. The charging current is also low on charge cycles where the patient was not able to fully charge the ipg. However, the ipg was able to be fully charged in a room temperature environment (cis lab) in one four-hour charge cycle without any anomalies. The ipg does not exhibit premature battery depletion.

Event description:
It was reported that the patient was having frequent ipg charging. The patient underwent an ipg replacement procedure and patient was doing well postoperatively.

Event description:
It was reported that the patient was having frequent ipg charging. The patient underwent an ipg replacement procedure and patient was doing well postoperatively.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.